Event description:
It was reported that the patient presented for implant procedure. During the procedure, upon interrogation, the right ventricular (rv) lead exhibited a high capture threshold and high pacing impedance. The rv lead was not used and replaced during the procedure. There were no patient consequences.

Manufacturer narrative:
The reported event of high capture threshold and high pacing impedance were not confirmed. Final analysis found that as received, a complete lead was returned in one piece with all four tines intact and undamaged. Electrical testing did not find any indication of conductor fractures or internal shorts. Upon visual and x-ray examination, there were no anomalies found with the lead.